Event description:
The customer reported, "the infusion was proceeding at a greater rate than expected on pump and screen." A work order was submitted to the biomed from (B)(6). The biomed would like to know if the event logs or physical inspection of devices would explain the nurse's report of overinfusion. The set was not saved. There was no report to patient harm or medical intervention. Although requested, no further patient or event information has been provided.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.